Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported the customer was experiencing high blood glucose. The customer also stated they had to use their emergency glucagon shot. The customer's blood glucose was 225 mg/dl at the time of the call. Troubleshooting for high blood glucose found the customer was feeling high and was sweaty as symptoms of their high blood glucose. Troubleshooting for the insulin pump found the insulin pump failed the high pressure test twice. It was also found there was white pieces in the customer's tubing. Customer also reported air bubbles in their tubing. Customer was advised their insulin pump needed to be replaced. No additional information provided.